Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitively determined based on the information available. No device malfunction was reported. The site reported the cause of the myocardial infarction to be possibly related to the device and not related to the procedure. A review of the event by shockwave safety determined there is no plausible connection between ivl therapy or the procedure and an mi occurring approximately 5 months after the procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
The following events were reported from the shockwave post market empower cad study. The subject underwent shockwave c2+ coronary intravascular (ivl) lithotripsy on (B)(6) 2024 via radial access with a 7f guide catheter following prior diagnostic catheterization revealing evidence of calcification. One target lesion was treated, with no non-target lesions addressed. The total procedure time was approximately 2 hours, and the total fluoroscopy time of 54 minutes. One (1) day post-index procedure, the patient experienced right forearm hematoma. This event was successfully resolved by compression using a blood pressure (bp) cuff and the swelling stabilized. It was determined to be unrelated to the device and probably related to the procedure. The 30d and 12m routine follow-ups were uneventful. Four (4) months post-index procedure, the patient presented the hospital with non-st-segment elevation myocardial infarction (nstemi) determined by the site to be possibly related to the device and not related to the procedure. This event was successfully resolved with additional intervention.

Event description:
On (B)(6) 2026, the event was sent to the clinical events committee (cec) for adjudication of the patient's non-st-segment elevation myocardial infarction (nstemi), and it was determined by the site as not related to the device and possibly related to the procedure.

Manufacturer narrative:
Per the cec, the relationship to the study device is not related, and the relationship to the study procedure is possibly related. Per new information received 07jan2026, section b5 was updated to add the following verbiage: "on (B)(6) 2026, the event was sent to the clinical events committee (cec) for adjudication of the patient's non-st-segment elevation myocardial infarction (nstemi), and it was determined by the site as not related to the device and possibly related to the procedure."